Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging injury, economic loss, loss of services, excessive levels of chromium and cobalt in his blood, pain, suffering and emotional distress. Doi: (B)(6) 2008 dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address elevated cobalt and chromium levels. Patient is asymptomatic for pain and was advised by the surgeon to undergo revision surgery. The summit stem and asr cup were found to be well fixed and were not revised. A dual mobility competitor head was placed along with a depuy revision ceramic head. Patient is of above average activity level. Doi: (B)(6) 2007 - dor: jun 4, 2019 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, d11, h6 patient and device code. Corrected: a1, d6. Removed: (3191) surgical intervention and corrected it with (3191) device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update ad 16 jul 2020. Medical records received. After review of medical records the patient develop increase lateral hip pain. Then was revised for sensitivity to metal debris and mechanical failure of right total hip. Operative findings indicated that the patient had some destruction of the greater trochanter insertion site of the medius with marked amount of fluid and pseudotumor present at this area. There was no obvious evidence of necrosis of bone except at the proximal femur in the lateral proximal femur at the greater trochanteric area where the pseudotumor was present on approach. The patient had a significant amount of black debris present at the trunnion and had a significant amount of black debris present at the large asr femoral head. Doi: (B)(6) 2007; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.